Event description:
Implantation of a sophysa shunt in 1999 including a sophy sm8 adjustable valve, a ventricular catheter with leroy reservoir (cat. #pl06) and peritoneal catheter (cat. #b905s). In may 2003, the neurosurgeon noted that: I) the peritoneal catheter was cut near from the outside connector of the valve; ii) the peritoneal catheter fell down into the peritoneum. A revision of the peritoneal catheter was done in 2003 and the cut-and-fell-down catheter hardly removed.